Event description:
Caller reported that the pump became hot to the touch. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.